Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0206758358, implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen via an implantable pump. It was reported the hcp had difficulty disconnecting the catheter from the pump. The patient was undergoing a routine pump replacement. When the hcp tried to disconnect the existing implanted catheter he was unable to do so even using surgical instruments. The catheter in the pump pocket was cut with a scissor and the pump removed. An 8784 pump segment revision kit was then used to repair the catheter. The catheter was then reconnected to the new pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive - no injury. There were no reported symptoms.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified no significant anomaly of the catheter. It was identified that the catheter was damaged at explant. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-nov-09, additional information was received from a foreign manufacturer representative (rep). It was reported the pump was explanted and disposed of. The pump would not be returned.

Manufacturer narrative:
Analysis updated. Analysis of the catheter, model# 8780, serial# (B)(4), found the difficulty with the sutureless connector to have led to the explant. Also, damage to the transition tube was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.